Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500mg/dl and customer's current blood glucose was 500mg/dl also they found air bubbles, customer was able to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. Customer reports insulin exited at the quick release. The customer was given manual insulin injections to treat high blood glucose. The product will be returned for analysis.